Event description:
Patient reported right side no complaint against the device. Patient later reported "concerned about the implant issues that she heard about in the press". Healthcare professional additionally reported "capsular contracture baker grade unknown" and "had a sticky substance on the breast but not ruptured". Device has been explanted, replaced with another manufacturer's device, and discarded.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: anxiety-product/procedure, capsular contracture baker grade unknown, visibility/palpability.